Event description:
It was reported that the patient with this pacemaker observed a message on their remote communicator to notify them to call their physician. This could indicate an issue with the implanted device. The patient was referred to their physician. Additional information was requested from the field; however, no information was received. No adverse patient effects were reported. The device remains in service.